Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch ultra2 meter had a meter settings issue; she did not know how to prepare blood test on the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged meter settings issue first occurred on ¿(B)(6) 2015 at 5:45am¿. The patient manages her diabetes with insulin (no adjustments) and took no action as to her usual diabetes management routine as a result of the alleged product issue. The patient claimed that ¿one hour¿ after the alleged product issue began she had developed the symptom of ¿shakiness¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that the reported issue was resolved with training. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.